Event description:
The surgery center reported experiencing suction loss on the left eye (os) during a treatment. The surgeon stated loss of suction occurred before the side cut was performed. The patient was re-applanated with a new ring but the same cone was used. The patient commented at one day post op exam, that vision was blurry on both eyes (ou). At 2 month post op exam, the uncorrected visual acuity (ucva) was 20/25 (od), 20/50 os. Best corrected visual acuity for both eyes was 20/20. The surgery center indicated patient may need an enhancement procedure on both eyes and no flap complications. Pre-op: bcva from (B)(6) 2015: right eye (od) pre-op 20/20 -2.75 x -4.75 x 4, left eye(os) pre-op 20/20 -3.00 x -4.25 x 175. Post-op: bcva from (B)(6) 2015: right eye (od) pre-op 20/20 .25 x -.50 x 110, left eye (os) pre-op 20/20 1.50 x -1.50 x 120.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.